Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury.

Event description:
Reporter indicated that a system diagnostics test yielded high lead impedance at an office visit. X-rays were reviewed by the physician and the report stated that there was a lead "discontinuity overlying first posterior rib". Increase in seizures was reported that was below pre-vns levels. Revision surgery is likely. No serious injury was reported.